Manufacturer narrative:
Device evaluation: since suspect product is not available for evaluation, the complaint issue was not verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain the material. However, to date, no material has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 1/06/2022. Device evaluation: the complaint lens was received inside an open pouch. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is prior to (B)(6) 2021. If implanted, give date: the exact date of implant is unknown, not provided, but the best estimate date is 19 month prior to the date of explant ((B)(6) 2021). Initial reporter telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who previously received synergy intraocular lenses (iols) is very dissatisfied with his multifocal vision and now wishes to replace his synergy lens in the left eye with a monofocal. It was indicated that the patient is experiencing bad vision both near and far with the left eye. Best corrected vision: 0.9-1 (+0.0, cyl -0.25/10°), double (monocular) vision (or rather quadruple vision) with lots of extra contours and a shadow around every object. Synergy iol of the left eye was explanted uneventfully (19 months post implantation of synergy iol) . A replacement lens, tecnis1, zcb00 lens, 18.0 diopter was used. No further information was provided.